Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via hone call that the customer had low blood glucose level of 20 mg/dl. Customer had high blood glucose level of 300 mg/dl. Customer was treated with food for low blood glucose level. Customer was treated with insulin pump for high blood glucose level. Customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.